Event description:
(Report 1 of 2) in the article " therapeutic effect of resection, prosthetic replacement and open reduction and internal fixation for the treatment of mason type iii radial head fracture." By chen, h. W., tian, j.l., and zhang, y.z., the authors performed a prospective, non-randomized, parallel-controlled study to compare the therapeutic effects and identify the most effective treatment method for mason type iii radial head fracture. They assessed patients with mason type iii radial head fracture treated with resection, prosthetic replacement, and orif to compare preoperative and postoperative pain condition, elbow joint function, curative effect, and complication rate. Acumed anatomic humeral head prosthesis. For this study that used the acumed anatomic humeral head prosthesis, it was reported one patient had heterotopic ossification and one patient had ankylosis. This report is related to report number 3025141-2023-00347.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.